Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the stopcock broke inside the tubing while rn tried to disconnect it. No hemostats were used. Received a copy of the customer's medwatch report from the FDA which states, "while changing the patients lines that were connected to the patients uvc (umbilical venous catheter), the IV tubing broke off into the stopcock that was attached to the uvc. Rn turned the stopcock off to the baby and contacted dr. To come and assess the situation. Dr. Put on a new stopcock and new IV tubing was attached to the patient. Rn was unable to remove IV tubing from the stopcock of a uvc so she used a pair of hemostats in order to loosen the connection. It was unable to loosen so again tried using a gloved hand and the tubing at the connection of broke of into the stop. As mentioned dr. Was called to assist with changing the stopcock. Unable to determine if it was a malfunction of IV tubing/stopcock or force that was used. The next night, a similar incident occurred with a different rn and a different baby. Rn was changing patient's lines and was trying to disconnect IV tubing from the patient's uvc. While trying to disconnect the tubing, it broke off into the stop cock attached to the uvc. The stopcock was turned off to the patient while the stopcock was changed and the new tubing was attached. For the second incident, it broke exactly the same without the hemostat."